Event description:
This medwatch report represents the same event but a different device as reported under medwatch report #2024601-2004-00017. These two distinct report numbers are being submitted for tracking and trending purposes. Physician stated that physician will not be able to determine whether or not the reported event is product related and therefore, reportable. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.